Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy, while on resection of the appendix, the staples from the reload fell into the patient¿s cavity. The surgeon used graspers to retrieved majority of deployed staples. Another handle and reload were opened and used to complete the case. There was no patient injury.